Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was intermittently inaccurate. Additionally, the customer received a power source alert after plugging the pump into a wall outlet. Also, the battery gauge was fluctuating. The customer's blood glucose was 85mg/dl. Tandem technical support requested pump data be uploaded to investigate the issues. Multiple follow up attempts were made to complete troubleshooting and obtain pump data upload, however, the customer did not respond.